Manufacturer narrative:
The pressurewire was returned for analysis. The results of the investigation confirmed there were multiple kinks and bends throughout the length of the guidewire; the ptfe coating had been scraped off at multiple locations. Information from the field stated that the pressurewire was used with a 5f guiding catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use. The cause of the reported thrombus remains unknown.

Event description:
During the ffr procedure when using a pressurewire, a thrombus was noted. A 5fr cag catheter was used with the device. Activated clotting time (act) prior to ffr measurement was 400 and decreased to 150 following the ffr measurement. It is unknown how the thrombus occurred, but dissipated when heparin was administered. There were no performance issues with the device.